Manufacturer narrative:
Patient information: unk. Work order search: one similar complaint: (B)(4). 1f - lens tear during loading. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of -10.50 diopter tore/broke during injection/delivery into the eye. There was no patient contact and no patient injury. On (B)(6) 2023, the replacement lens was implanted into the patient's right eye (od) and the problem was resolved.